Event description:
It was reported the patient had fallen in the previous month, and had begun to feel pain on her right side which migrated across to the left while charging. The sjm representative advised the patient to turn the system off while charging, which had resolved the issue. In addition, the patient reported stimulation coverage was not effective on her left side. An x-ray was taken, and the patient was scheduled for a follow up appointment with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.